Event description:
The patient was undergoing a lobectomy and the product was fired across the superior pulmonary vein proximally. When the vein was cut, a hemorrhage occurred (approximately 400 cc). By the occurrence of the hemorrhage, malfunction of the stapler is one possible cause. The patient was stabilized quickly and the surgeon continued on with the rocedure. No further complications from the event took place.